Manufacturer narrative:
A field service engineer (fse) conducted a customer visit and confirmed the reported issue by reviewing the error log and observing 4401 incubator rotation motor home detection failure occurring when powering the analyzer. The fse checked the incubator and it would not move while in free pulse motor mode. After further inspection, the fse found there was a test cup stuck between the incubator and the black cover on top of the incubator. The fse then checked the x-pick up assembly adjustments and cleaned the assembly. The fse validated the analyzer by running a test cup exerciser macro action and ran quality control (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-2000 analyzer is operating as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through the aware date of the reported event. There were no similar complaints identified for 4163 (2000 only) x-axis cup transfer z-axis home overrun error. There was one similar complaint including this one for 4401 incubator rotation motor home detection failure. The aia-2000 operator's manual under appendix 4: error messages states the following: [4163] x-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact (B)(4) or local representatives. [4401] incubator rotation motor home detection failure cause: the home sensor failed to activate after the incubator rotated toward the home position. Solution: contact (B)(4) or local representatives. The most probable cause of the reported issue was due to a cup stuck in-between the incubator table and the incubator cover, cause traced to component failure.

Event description:
A customer reported 4163 (2000 only) x-axis cup transfer z-axis home overrun error and 4401 incubator rotation motor home detection failure error on the aia-2000 analyzer. The customer performed an all-set home but errors recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.